Event description:
It was reported that the left ventricular lead exhibited loss of capture and the patient experienced phrenic nerve stimulation. The lead was capped and replaced. The phrenic nerve stimulation was programmed around and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.